Manufacturer narrative:
(B)(4) leaflet prolapse. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the reported findings could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the severe leaflet prolapse likely caused the ar. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years due to severe aortic regurgitation (ar). Per the op report, the patient was also found to have mitral and tricuspid regurgitation. Upon inspection, the right coronary leaflet of the old bioprosthetic valve had torn loose from the commissural post on either end resulting in severe prolapse to cause the ar. There was also dilatation of the root, but not enough to justify root replacement. The device was removed and replaced with another edwards bioprosthetic valve. Tee demonstrated very good left ventricular function. The aortic valve function was normal with no turbulence and no ar.